Manufacturer narrative:
Product ID: 3998, lot# va005le, implanted: (B)(6) 2013, product type: lead. Product ID: 3998, lot# va005le, implanted: (B)(6) 2013, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was later clarified only the ins was explanted. The lead and extension were tested in the operating room and the impedance measurements were greater than 10,000 ohms on all contact pairs 0-7, 8-15 gave the same impedance results. Everything was good after checking to make sure the lead configuration was good. The high impedance issue resolved by cleaning the contacts. It was unknown if a culture was taken. The patient was doing great.

Event description:
It was reported there was an infection in the implantable neurostimulator (ins) pocket. It was stated the infection had been going on for a couple of weeks prior to report. It was stated the battery will be replaced and the infected battery was thrown away. It was also stated the patient had (B)(6) and had many open sores. It was reported the manufacturer representative planned to see the patient on (B)(6) 2013.

Manufacturer narrative:
(B)(4).